Manufacturer narrative:
(B)(4).

Event description:
It was reported that the titan portion of the anchor separated from the silicone. The component was replaced. No injuries were reported and the pt recovered without sequelae.